Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced elevated power and pi parameters, inability to maintain a set speed, and pump vibrations. The pump was explanted and the pt was supported on inotropes and placed on the transplant list with elevated status.

Manufacturer narrative:
The lvad was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.